Manufacturer narrative:
Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Advised customer to place insulin pump in storage mode and remove battery, press and hold the back button until the screen turns off. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.